Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's ICD exhibited backup vvi mode. The patient received several shocks from the device and it was suspected backup reversion occurred due to extensive charging. Subsequently, the device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
The reported backup vvi (bvvi) was confirmed in the laboratory via review of the device image. The bvvi was due to excessive hv charging within a short period of time. The device was tested on the bench and no anomalies were found.